Event description:
The account reported that the scissors tip broke off during a face lift operation. The account does not know which physician was involved, or when the event happened. According to the account, there was no pt injury and no medical or surgical intervention was required as a result of this event.